Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the several cubies had failed in the same auxiliary drawer 3.1. A field service engineer (fse) reseated row board cable to drawer 3.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, several cubies were failed in drawer 3.1. User able to remove and break open to access medicines, however three cubies were no longer recognized on the cubie map. So, user unable to remove or even open the cubie to access the medicines. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.